Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, the patient experienced a no reading message and a sensor error message. No medical intervention was reported. Additional event or patient information is not available. No product was provided for evaluation. The reported event was not confirmed. A root cause was not determined. This complaint will be reopened upon receipt of product.